Event description:
Inbound. Patient reported cadd legacy pump had no disposable clamp tubing alarm with cassette lot # 4196397 exp: 9/20/2026, switched to new cassette and resumed infusion without issue. No further details provided.